Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and the ethernet cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a system error a boot up and the x-rays remained disabled until the system was restarted. There is no report of injury or death associated with the event described in this complaint.